Event description:
There was an allegation of questionable vitamin b12 g2 elecsys results from the cobas 6000 e601 module serial number: (B)(4). Refer to the attachment to the medwatch for all patient data. The questionable results were reported outside of the laboratory.

Manufacturer narrative:
The customer instituted initial controls must be performed on all b12 reagent cassettes. The investigation is ongoing.

Manufacturer narrative:
The investigation checked the qc results on day 1, day 7, day 14, and day 21 for three reagent packs stored on the analyzer. The control recovery was clearly within the specified control acceptance ranges. No product problem was found and the reagent meets specifications.